Event description:
It was reported that the right ventricular (rv) lead had high threshold. It was also reported that the rv lead had intermittent capture. The rv lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.